Event description:
It was reported that the pump screen turned blank and there was no alarm during infusion. Troubleshooting was attempted by replacing the battery. However, the issue was not resolved. A replacement pump was scheduled for delivery, and the patient successfully continued the infusion using a backup device. There was patient involvement, and no harm was reported.

Manufacturer narrative:
B3 ¿ the date of the event is unknown; therefore, the event date will be recorded as the first day of ICU aware date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.